Event description:
Intraoperatively after fixation of the nail at the aimer and the hammer pad, the hammer pad's thread broke and remained in the implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: date product rec'd by mfg., evaluated by manufacturer . Examination of the returned products confirmed the reported event. A search of the complaint databases found only one other report, from 2010, against the product and lot combination of the hammer pad. Previous investigations for the same failure mode were investigated by the warsaw material scientist and noted the fracture of the hammer pad due to overload indicated that a force was applied exceeding the ultimate strength of the material. Based on the age and condition of the returned sample it is reasonable to conclude the same root cause applies. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.